Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal surgical manipulator (usm) 3 and the fiber optic cable to resolve the reported issue. The system was tested and verified as ready for use. The fiber optic cable involved with this complaint was a 'field scrap' item and was not returned to isi for further investigation. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The usm was tested on an in-house system and failed in normal mode, as it triggered error 319. When the rolling loop fiber was swapped with a new one, the error no longer occurred. The original rolling loop fiber cable was re-installed, and the error 319 returned; a review system log confirmed the error 319. The usm was tested on the patient side cart fixture test platform (pftp), with a new rolling loop cable, and it passed the direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, carriage friction tests, brake release test, brake hold test, carriage sensors check, and advanced brake test.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted that the systems universal surgical manipulator (usm) 3 was not working. The customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) after the case completion, and informed the tse that they completed the case with the other three usms with no issues. The customer stated the usm 3 was just off or not turned on, and would not accept instruments. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.